Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-16823. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right atrial lead and right ventricular lead exhibited noise. The patient had several noise episodes following a fall. The noise is not reproducible. Also, the physician noted lead to lead interaction seen on x-ray. The right ventricular lead and right atrial lead was explanted and replaced on (B)(6) 2019. The patient was stable post procedure.